Event description:
It was reported that a 31-year-old female patient underwent primary breast augmentation with 200cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2026, the mentor failure analysis lab received the device for evaluation. On january 31, 2026, device evaluation was completed as follows: mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and two tears were noted, tear a on the anterior view measuring approximately 1.1 cm, and tear b on the posterior view measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in an area of the tear on the posterior view and anterior view, measuring less than 0.1 cm. On both tears parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area in both tears could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances related to the malfunction reported were identified. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. UDI number under field d4 has been added under field d4 on this form. Manufacturer¿s reference number: (B)(4).